Event description:
Per the clinic, the patient experienced necrosis and extrusion of the receiver/stimulator. The patient had undergone multiple skin revision procedures, including debridement and skin flap rotation (date not reported); however, this did not alleviate the problem due to recurring necrosis, wound dehiscence and exposure of the receiver/stimulator again resulting in the decision to explant the device. Subsequently, the device was explanted (specific date not reported).